Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump infusing continuous IV vasoactive medication. IV pump suddenly alarmed without warning. IV pump identified line occluded. Bedside rn completed all necessary troubleshooting; IV line was not occluded. IV pump then shut off."

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump infusing continuous IV vasoactive medication. IV pump suddenly alarmed without warning. IV pump identified line occluded. Bedside rn completed all necessary troubleshooting; IV line was not occluded. IV pump then shut off."